Event description:
It was reported that during the implant attempt, the lead had "crinkle" at the end of it. It was noted there were high lead impedance and high thresholds. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.